Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: [evolutr-26-us], serial/lot [(B)(4)], use by date [04-26-2018], (B)(4). Product analysis: the delivery catheter system (dcs) was discarded by the customer and the valve remains implanted, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, into a failed surgical valve, the delivery catheter system (dcs) had difficulty crossing the surgical aortic valve (sav) due to the severe root angulation. Two attempts were made to deploy the valve, however the valve moved aortic. On the third attempt, the valve was deployed, and the guidewire was pulled back to remove tension. As the capsule passed through the valve stent frame, the nosecone interacted with the valve paddle and caused the valve to dislodge into the sinuses. The valve was repositioned into the abdominal aorta with the use of a snare. A second, smaller 23 mm transcatheter bioprosthetic valve, was implanted. While in the recovery room, a cerebral vascular accident (cva) was noted. The physician reported that the cerebral vascular accident had occurred as the result of the snare that had been pulled across the transverse aorta. The symptoms were managed, but no mechanical or pharmacological interventions were performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was loaded in the capsule of the delivery catheter system (dcs). The nose cone was severed from the inner member. The handle and tip-retrieval mechanism were intact. The deployment knob and trigger were intact. The device was returned with the end cap/screw gear snap fit connected. There was a void on the capsule. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. There was no damage observed to the spindle hub. The valve did not appear to be misloaded as both valve paddles were in the spindle pockets. There was damage noticed at screw gear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (relevant device): upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule if the delivery catheter system (dcs). The valve was deployed from the dcs and frame damage was noted at the inflow end of the valve. The tissue was dry, stiff and desiccated likely due to the unknown amount of time it was crimped in the dcs and due to not being submerged in fluid. The outflow crown was deformed due to the crimped condition. The device was submerged in warm water and the frame expanded however, not to full expansion. The initial dent noted after deployment at the inflow crown expanded. Due to the dry and stiff tissue and leaflets, the device was not able to expand completely. There were no bent struts noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: difficulties advancing the delivery catheter system (dcs) are typically related to procedural factors, user technique, and/or patient anatomy. In this case, root angulation was noted to be severe. This indicated that the probable cause of the difficulties was patient anatomy. It was reported that the valve was repositioned with a snare. The evolut system instructions for use (IFU) also cautions that "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Potential factors that can influence a valve dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement of the valve by the distal tip is related to operator technique or experience. The instruct ions for use, instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; therefore, given the limited information, the root cause of this dislodgement event cannot be confirmed. This event does not indicate a device malfunction or a failure to meet manufacturing specifications. Corrected data: two previous reports with analysis results were inadvertently submitted for this device. Regulatory rep #: 2025587-2017-00979 follow up 2 and 3 the delivery catheter system (dcs) and valve involved in this adverse event was not returned. As stated in the original medwatch, the valve remained implanted and the delivery catheter system was discarded by the customer. If information is provided in the future, a supplemental report will be issued.